Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an aortic arch aneurysm and was treated with two gore® tag® thoracic endoprostheses. On (B)(6) 2016, the patient experienced a stroke. Imaging (pet) was performed on (B)(6) 2016 and showed no lesions. On (B)(6) 2016, the patient was discharged to the neurorehabilitation department to perform a physiokinesitherapy cycle. Recent telephone follow-up on (B)(6) 2018, determined that the patient is well.